Manufacturer narrative:
Section a4: patient weight was added.

Manufacturer narrative:
Review of the submitted log file confirmed multiple no external power events. The events occurred during the final 25 minutes of the log file, at 13:03, 13:07, and 13:19 on (B)(6) 2018. Each of the events appeared to be due to a loss of power to the mpu. The system continued to be supported by the backup battery during each event and there was no interruption in support. (B)(4) was manufactured with the ac power cord upgrade and review of the manufacturing documentation confirmed the mpu was shipped with an a/c power cord with the v-lock. A specific root cause of the no external powers while on mpu could not be determined.

Manufacturer narrative:
Approximate age of the device - 5 months (calculated from the date when the mobile power unit was issued to the patient: (B)(6) 2018) no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During engineering's analysis of the submitted patient¿s submitted system controller log file, a no external power event was observed that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed. No additional information was provided.